Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced turbid fluid and abdominal pain. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event; however, it was reported that the patient was recommended to ¿visit the hospital¿ due to the events. Treatment rendered was not reported. At the time of this report, the patient was not recovered from the event. Dianeal therapy was ongoing. No additional information is available as the reported has declined to provide further information.